Manufacturer narrative:
Maude- mw5074720 was received.

Event description:
It was reported that the rv lead was explanted and replaced due to fracture, exposed high voltage coil and noise. No further information available at this time.